Manufacturer narrative:
Date sent to the FDA: 02/22/2021. Additional information: a1, a2, d3, g1, g5 date sent to the FDA: 02/22/2021. Corrected information: g1 - manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent right groin exploration, lysis of adhesions and partial removal surgery on (B)(6) 2016 during which the ¿mesh was freed from the surrounding scar tissue and the entire overlay portion of the mesh was excised¿. It was reported that the patient underwent robotic-assisted laparoscopic right genitofemoral neurectomy, removal of the remaining mesh and right recurrent inguinal hernia repair on (B)(6) 2016 during which the surgeon noted ¿the mesh was noted to be firm and balled up lateral to the epigastric vessels. The epigastric vessels were noted to be densely adherent to the mesh and the meshoma was notably adherent to the epigastric vessels down near the level of the external iliac vessels¿. It was reported that the patient experienced pain. No additional information is provided.